Manufacturer narrative:
It was reported that when getting ready to attach the med line to the IV, it cracked and broke when the green cover was removed from the end. Received from the customer is one used extension set model me2017 lot unknown. Also received is a green alcohol disinfecting male luer cap. The set was visually inspected for cracks, misassemblies or damages to the components. Visual inspection found that the male luer (p/n: 1001-085-004) was cracked and broken. Closer inspection under a lab microscope observed no stress marks or tool marks at the break site of the male luer. No further testing could be performed due to the broken male luer. Bd / tj manufacturing is aware of this type of damage to the male luer component p/n: 1001-085-004. Bd r&d, product engineering, and infusion disposables determined that the cracking and disintegration of the male luer can be caused by high amount of alcohol possibly from the use of alcohol cap / tip products. Bd has suggested the use of alternative extension sets to better meet the clinical needs and withstand the use of alcohol products. Equipment used for testing on 18aug2020: optical ram-cnc eq 08204 5-feb-2021. Device history record for model: me2017 could not be performed due to no lot number being provided by customer.

Event description:
It was reported that an unspecified number of 60 in ultra minibore extension sets experienced device damage / deformation. The following information was provided by the initial reporter: as I was getting ready to attach the med line to patient IV it cracked and broke as I took the green cover off the end. Wasted medication, time, and supplies.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of 60 in ultra minibore extension sets experienced device damage/deformation. The following information was provided by the initial reporter: as I was getting ready to attach the med line to patient IV it cracked and broke as I took the green cover off the end. Wasted medication, time, and supplies